Event description:
A pasv PICC custom kit was placed for therapeutic purposes. On a separate occasion, the catheter leaked fluid and medications. This was a result of a fracture distal to the suture wing.